Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient had an adverse local tissue reaction from the stryker implants. Chromium levels were elevated. The head and liner were taken out and a new trident x3 liner and biolox head w/sleeve were reimplanted. The cup was tested and was stable. Left hip.